Event description:
Double biliblankets ordered due to patient desaturation when using radiant lights. Recommendation for double biliblanket made by neonatologist in am rounds. Pt swaddled with biliblanket below and biliblanket on top around 9 am. Pt on radiant warmer bed intermittently and being held by parent throughout day. At 1630 when assessing pt and performing care, rn started to remove heart shaped reflective cover for temp probe when injury noted. A 1 1/4 cm x .5cm excoriation noted under reflector. Small amount of bloody drainage noted. Parents at bedside when wound discovered. Apn, md, and md notified. All practioners assessed site. Wound team & general surgery consulted. Wound cleaned with sterile water. Polysporin & mepelex applied. Parents updated by two mds and apn. Biliblanket pad noted to have black burned fiber optic strands. Equipment given to clinical lead h4b.